Event description:
It was reported that a malfunction occurred with a displayed code of malf 9. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to call back if any issues reoccur.